Event description:
Attorney alleges that since implant of sprint fidelis lead, patient "suffered from inappropriate and non-therapeutic shocks and/ or failure of their implantable devices to deliver therapeutic shocks when warranted" and "suffered extreme physical injury and extreme emotional and psychological distress which includes an acute fear of sudden death." Further alleges patient "continue to suffer from symptoms of heart palpitations, anxiety, and other debilitating injuries, which on information and belief will be permanent" and "sustained and will continue to sustain severe physical injuries and/or increased risk of death, severe emotional distress, mental anguish, economic losses and other damages."

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched but has not been received. Further alleges patient "suffered physical injuries including but not necessarily limited to death, emergency and additional surgeries to remove or otherwise replace fractured leads, implantation of additional leads and devices in addition to the leads, excessive and or inappropriate shocking, and various physical manifestations of emotional distress associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective sprint fidelis lead removed or replaced." Review of manufacturer's database verified patient's death. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.